Event description:
The patient was in ir (interventional radiology) for a computer-tomography (CT) guided biopsy. Medical doctor used CT imaging to locate the target, l5-s1 disc. A 20g 16 cm bard mission needle was chosen. The disc space was reached using CT fluoroscopy. During sample collection, md asked for a second bard mission needle. After a few specimens were collected md removed the needle and stylet. He stated that a piece of the needle broke off and left behind. It was visible on CT fluoroscopy imaging.